Event description:
Upon completion of rotational atherectomy, a 3.0 mm nc ranger was placed over the rotablator wire in the diagonal branch. The rotablator wire was pulled back, but the tip detached in a tiny, distal brance of the left anterior descending first diagonal without flow compromise.